Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, around 7am, the patient woke up on the floor with his continuous glucose monitor (cgm) receiver next to him. When the patient woke up, he was dizzy and lightheaded. The patient¿s cgm reading was 41 mg/dl. The patient suspected that he dropped the cgm when he lost consciousness and fell out of bed. He also reported that the cgm device did not alert him to his hypoglycemic state (captured in this complaint). The patient woke up his wife and asked for help. The patient was given orange juice, sausage, and a biscuit as treatment. The patient¿s cgm was reading 61 mg/dl after treatment while the bg meter was reading 101 mg/dl. There was no documentation of medical intervention. The patient ¿felt better¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.